Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device.

Event description:
Failure to alarm wocn came in to do dressing change on patient. Pump was not alarming, however, she stated the bottom of the dressing looked like there was a leak. No fluid was leaking out, however, the dressing was ¿puffed up.¿ she stated that the top wound was compressed and had the firm ¿raison like¿ appearance, while the foam in the bottom wound was puffy and did not. When she removed the dressing, the foam in the bottom wound was wet. She stated that the top wound looked really good and had filled in a lot, while the bottom wound had no improvement in measurements and in fact the tissue didn¿t look very good. Her exact words were that the bottom wound ¿looked dirty.¿ a description of the wound is as follows: midline abdominal incision. Staples in the middle of two open areas. The two open areas at the top and bottom of the staples had foam filler, with a bridge in the middle. The bridge was touching both of the foam fillings in the top and bottom wounds. The soft port was placed in the middle of the bridge. Patient has an ostomy, but there was no difficulty obtaining a seal with the transparent film.